Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the inspiration block assembly and performed a failure investigation. A visual inspection of inspiration block assembly did not show signs of physical damage to it. The root cause was traced to a defective norgren pressure regulator.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: customer sent logs and screenshot of service screen to technical support. It is visible on the logs that no o2 dossing possible alarm was active during running ventilation. Technical support requested to run ventilation test and send the screen shot of service screen and logs. After the test, technical support was not able to see any technical defect. Requested to send back the defective inspiration block for further analysis.

Event description:
The customer reported alarm 388 - "no o2 dosing possible" was active on their bellavista 1000 unit during running ventilation on a patient. Patient outcome is unknown at this time.